Event description:
The customer reported to beckman coulter (bec) that a few ml of fluid had leaked from an unknown source on the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found clear fluid leaking from cut red stripe tubing on fitting (ft170) to the left of the shear-valve cvl85/126 (differential sample segment valve return). The fse replaced the tubing resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to cut red stripe tubing on ft170 to the left of the shear-valve cvl85/126 (differential sample segment valve return). (B)(4).